Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement - vascular. Imdrf patient code e2330 captures the reportable event of pain.

Event description:
It was reported that during spaceoar placement procedure, the physician removed the hydrodissection needle before the injection of the hydrogel, the images showed an unintended venous plexus injection. Later, ten days after the placement procedure, the patient went to the emergency room with pain in the prostate. The patient condition reported as stable. The relationship between the device and the patient's symptoms are unknown at this time.